Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated blood glucose. Reportedly, the customer alleged that the pump was not delivering insulin as intended. During troubleshooting with tandem technical support, the customer disconnected from the infusion site, requested insulin, and observed that insulin exiting the tubing properly. Reportedly, customer continued using pump for insulin therapy.